Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer and described the occurrence of hypocupremia in a female patient who used super poligrip (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect medication included super poligrip original denture adhesive cream (formulation (B)(4)). In 1983, the patient used super poligrip at unknown dosing. At an unknown time after using super poligrip, the patient experienced hypocupremia, nerve damage, hand pain, shoulder pain, neck pain, back pain, inability to sit, and inability to stand for long periods of time (decreased activity). Treatment with super poligrip was continued. At the time of reporting, the events were unresolved. According to the legal complaint, the patient experienced "hypocupremia and extensive nerve damage resulting in pain in hands, shoulders, neck and back, unable to sit or stand for long periods of time." The patient "suffered severe and permanent physical injuries, including but not limited to profound and permanent neurological injuries." It was further reported the patient's "injuries and damages are permanent and will continue into the future." Follow up information was received on (B)(6) 2011 via medical records. On (B)(6) 2006, it was noted the patient was having neurology complaints since (B)(6) 2004. The patient had neck and back pain with radiation into the right arm, associated with weakness and numbness in the right hand. On (B)(6) 2010, the patient was seen for a neurological reevaluation regarding chronic pain and disability. The patient was last seen in (B)(6) of 2007. The patient had chronic neck and back pain with radiation to the right arm and into the legs. Impression included bilateral ulnar neuropathy. The physician felt the patient remained permanently and totally disabled. On (B)(6) 2010 the patient had a zinc level of 58 mcg/dl (normal 70 to 130) and copper level of 56 mcg/dl (normal 70 to 175). This case has been upgraded to medical serious by gsk.